Event description:
Reportable based on analysis completed on 20dec2018. It was reported that poor temperature readings occurred. A intellanav mifi open-irrigated ablation catheter was selected for a procedure however when that catheter was connected it showed a temperature of 50 degrees c. The procedure was completed using another catheter. No patient complications occurred. However, returned device analysis revealed fluid ingress. Visual examination revealed dried body fluid found on the distal end, seal on ring 3 is compromised. Electrical continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (22.4c), the maestro displayed 23c. After soaking 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications.